Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed and found to be caused by severed motor mount screws and the motor gear, which was found off of the motor shaft due to an external impact by the customer. Due to the impact experienced by the device in the field, the case halves were separated. The resulting esd exposure dictates that the device cannot be reasonably repaired and will be retired from service. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.